Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported after femtosecond procedure pt was taken to the operating room, and it was noted that approximately four clock hours of the capsulorhexis was incomplete. This incomplete area was at the one hundred eighty degree position. The surgeon indicated the rhexis was completed manually, and where the manual tear met up with the laser rhexis, radial tear occurred. There was no vitrous present, and the planned intraocular lens was inserted. Additional info from reporter indicated upon follow up the intraocular lens was well centered, and there was two plus corneal edema.